Manufacturer narrative:
Manufacturer ref# (B)(4). Event not reportable after investigation as the investigation concluded that the difficulties in releasing the coil were likely caused by the delivery wire thus no coil defect. Summary of investigational findings: the coil would not detach from the delivery wire. Both were removed and the procedure was completed with another device. The delivery wire was returned with the coil attached, but severely elongated. During investigation it was not possible to detach the coil, likely due to hardened blood noted in the thread portion. The straightening mandril was visible inside the coil, thus suggesting that it had not been fully withdrawn before attempting to detach the coil. However, hardened contrast/saline noted in the delivery wire caused the straightening mandril to stick and may be the reason for the incomplete withdrawal and following the sticking mandril may have prevented the coil from coiling up and consequently from detaching, when rotating the delivery wire. However, this is only speculation, as the exact reason why the coil would not detach cannot be determined. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) k150964. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: patient underwent closure of patent ductus arteriosus. A contrast catheter was inserted using the femoral artery forward approach. After connecting the flipper coil (imwce-3-pda5) (B)(4) and the delivery system (tds-110-pda) (B)(4), it was delivered but detached, so it was retrieved. The physician completed the procedure with another device (unknown lot).